Event description:
The customer states the device is displaying a low battery message. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.